Event description:
(B)(4).

Manufacturer narrative:
(B)(4). When reviewing similar complaints, we found one with similar fault description (battery drop), related to user error but not related to an unauthorized medication. There is no trend observed for complaints with this issue. The device was inspected and was found working correctly; however, it was also noted that the battery used during the event was altered; it had been opened and rebuilt many times, using tape. Therefore, it is concluded that the device was not up to specification at the time of the event. Although the device is under service by arjohuntleigh, the work on the battery was not performed by arjohuntleigh. The device was being used for pt handling and in that way contributed to the event. From our evaluation it appears a number of use errors have caused the event, which can be summarized in the use error of the customer failing to follow the instructions for use (IFU). We have not been able to find any contributing manufacturing anomalies. There appears to have been no deficiency with the device, except that the device was equipped with faulty battery. The most relevant use error being an unauthorized modifications to the product. Per our investigation it comes forward that if the IFU safety warnings are followed there will be no pt or caregiver risk.